Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2026, a pacemaker replacement was performed. When telemetry was conducted while the eno dr (s/n: (B)(6) was still in its packaging, a battery impedance of approximately 1.8 ko¿slightly higher than normal¿was observed. As a result, the use of eno dr (s/n: (B)(6) was discontinued, and the replacement procedure was carried out using eno dr (s/n: (B)(6) instead.